Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2023-15032. The investigation is ongoing. H3 other text : devices were discarded.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra resilia valve, resistance was encountered upon insertion of the commander delivery system with crimped valve into the 14fr esheath+. As the non-edwards wire was about to go back from the left ventricle, an attempt was made to withdraw the delivery system and then re-advance the delivery system again. This was unsuccessful as the delivery system was unable to be advanced. Subsequently, the delivery system was observed with a kink. A decision was made to withdraw the delivery system along with the esheath+ and prepare a new system and esheath+. A 16 fr esheath+ was used for the second attempt to implant the valve. The new delivery system and valve was inserted into the 16 fr esheath+ and resistance was encountered again. However, the system was able to be advance through the esheath+ and the valve was implanted successfully. Prior to removal of the esheath+, an angiography was performed and revealed an access vessel rupture at the left common iliac artery. A stent was placed as a result. The procedure was then completed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no relevant imagery was provided for evaluation. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+, delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for difficulty advancing the delivery system with crimped valve through the esheath+ was unable to be confirmed as no device was returned and no relevant imagery was provided. An existing technical summary written by edwards lifesciences captures the root cause analysis for events evaluated for resistance with the delivery system as a result from increased push force. The root causes identified in the technical summary were reviewed and one root cause was identified as applicable to this event. The root cause identified is undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) which can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Per the follow up communication, "mld (minimal lumen diameter) was 5.8 mm". The 16fr esheath+ is indicated for vessel diameters greater than or equal to 6.0 mm. In this case, a definitive root cause was unable to be determined; however, available information suggests that patient factors (undersized vessel) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed as part of the technical summary. Further assessment revealed the control limits have not been exceeded. No corrective or preventative actions are required at this time.